Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for cloudy effluent. The following day, no further symptoms were observed and the patient was deemed recovered from the event. That same day, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient involved in the event was aged in their 70¿s. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. It was not reported if the patient was hospitalized for the event. The cause of the cloudy effluent, treatment for the event were not reported. At the time of this report the patient outcome was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.